Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. The customers blood glucose level was 256 mg/dl. Customer declined to continue troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.